Manufacturer narrative:
There was no evidence that the system malfunctioned. The field engineer examined the MRI system and found no obvious damage and review of subsequent images were found to be within specified limits. The site has had magnet safety training and warning signs are posted on the door and additional signs are posted through out the site. Magnets inherently attract ferrous objects. The magnet functioned within specification when it attracted the ferrous object. The user documentation for the system includes warnings for magnetic field hazards and instructions concerning issues inherent in strong static magnetic fields. Note: this report was delayed due to technical issues in securing a web trader account.

Event description:
It was reported that a patient entered the MRI suite with a loaded weapon in his pants pocket. The weapon was drawn towards the magnet and discharged, wounding the patient in the leg. The report stated that the patient was told to remove everything from his pockets and that he stated everything was out of his pockets.